Event description:
It was reported that during the procedure the balloon of the subject balloon catheter was inflating and started deflating due to leakage. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned with a guide wire inserted through the balloon catheter shaft. The lot number was confirmed from the hub and the returned packaging. On visual inspection, the balloon catheter shaft was kinked 19cm from the proximal end. The strain relief had been removed. The guide wire was removed and found to be kinked 137.2cm from distal end. The returned guide wire od was 0.014 in. On functional testing, the device was inflated without difficulty. A demonstration 0.014¿ guide wire was advanced to the distal tip with friction experienced at the kinked section. The balloon was inflated without difficulty, there were no leaks noted to the inflated balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the balloon deflated completely, the balloon catheter system was used as per the dfu, no leakage was noted during preparation, and the leak was noted during introduction within balloon assisted coiling. Not confirmed will be assigned to the as reported balloon difficult to inflate and balloon leaked during use since the investigation included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. It is likely that the balloon catheter shaft was kinked during manipulation inside the patient causing difficulty loading the wire during functional testing. An assignable cause of procedural factors will be assigned to the as analyzed balloon catheter kinked/bent and balloon catheter difficulty loading wire since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the balloon of the subject balloon catheter was inflating and started deflating due to leakage. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.